Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
6/8/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as an open skin wound under the rear left electrode. It was reported that the patient went to the hospital to have the affected skin treated. The current condition of the irritation is unknown as multiple follow-up attempts were not successful.